Event description:
During a routine device upgrade, the header became detached from the device. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of detachment of device header was confirmed. The device was received from the field with battery voltage above elective replacement level. Visual inspection found the header broken off from device can, which is consistent with damage from explant procedure. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.